Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that the microneedle in the chamber makes priming significantly slower and also increases the number of "air in line" warnings. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bur 60d smbore 3ss priming was slow and got air in line warnings. The following information was provided by the initial reporter: material no: 2441-0007 batch no: unknown. It was reported that the microneedle in the chamber makes priming go significantly slower and is also increasing the number of "air in line" warnings.